Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that crossing difficulties was encountered. The target lesion was located in the severely calcified proximal section of left anterior descending (lad) artery. A 2.50mm x 15mm maverick balloon catheter was advanced but unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed balloon torn longitudinally.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no original packaging or other devices. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Magnified inspection revealed a 7mm longitudinal tear on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were multiple hypotube kinks. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).